Event description:
It was reported that the pacemaker declared a lead safety switch (lss) due to out of range impedances on the right atrial (ra) lead. Subsequently, a revision procedure was performed. The ra lead was tested on the pacing system analyzer (psa) and the out of range measurements were duplicated. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.